Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. During evaluation the device alarmed system error 345 and had a delayed keypad response. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported events. The cause of the system error 345 was identified to be a failed downstream thermistor, the downstream sensor was replaced to correct the condition. The cause of the delayed keypad was identified to be a failed processor board which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump, the device alarmed system error 345 (thermistor disparity) and had a delayed keypad response. No additional information is available.